Event description:
It was reported that during a laparoscopic nissen fundoplication, the knot did not deploy. Another device was used to complete the case. There was consequence to the patient.

Manufacturer narrative:
The analysis found that the instrument was returned with the cartridge base bent. No functional test could be performed due to the returned of the instrument. A batch record review was performed and no anomalies were found during the manufacturing process.